Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the DHR review for art#314.743lot# 7128719 release to warehouse date: 05jun2013 supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of a reamer / irrigator / aspirator (ria) drive shaft broke off intraoperatively. There was no prolongation of surgery reported. No patient data and outcome provided. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the complaint device (drive shaft, minimum 520mm length, for use with reamer/irrigator/aspirator (ria), part number 314.743, lot number 7128719). The complaint device was received by synthes customer quality with the complaint category of ¿broken: tip broken intraoperatively.¿ it was reported that the tip of a reamer / irrigator / aspirator (ria) drive shaft broke off intraoperatively. There was no prolongation of surgery reported. During use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone per the technique guide. As previously reported, a device history record review was performed for the returned drive shaft. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is roughly spiral and located within approximately 6.4mm and 10.7mm distal to the distal edge of the drive shaft helix. The helix is intact but shows scraping along the raised edge. The proximal connecting post shows wear and scrapes. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.